Event description:
A duplication of number was inputted when entering the rate on an alaris medley pump in the ICU unit of a hosp. The medication was not 'guardrailed' - it was tpn solution. It was the hospital's standard on the first day of infusion to set the 1000ml solution to run over 24 hours at 42ml/hr. The rn programming the pump double hit the key #4, and delivered 442 ml/hr. All 3 l of the tpn were infused at a rate of 442 ml/hr. The error was not discovered until the pump alarmed "dose given." Following the accelerated infusion, labs were drawn and following increases were reported: blood glucose rose from 156 to 564, potassium increased from 3.7 to 6.8, and alk phosphate went from 129 to 169. The pt's kidneys were 'overwhelmed' and the pt went to chf and severe acidosis. Dopamine and levophed were started. Double check to tpn contents had been performed properly. The pt's death was attributable to this incident, although death from another cause was probably inevitable in this very ill pt. Tpn was not infused with "guardrails" safety software in place for tpn solutions. The programming error was discovered when the pump alarmed "dose given". At that time, tpns were not administered using "guardrails" to prevent accelerated infusions. Subsequent actions taken by the facility included development of a written titration policy that includes a requirement for a "second look" before leaving the room or within 15 minutes after changing any drip. This policy was also incorporated into general ICU orientation. Tpn was added to alaris guardrails with a minimum infusion rate of 40 ml/hr, and a maximum infusion rate of 150 ml/hr. The incident was reported to nursing managers throughout the facility. A house-wide program was instituted for nursing education called: " is it driping yet" to encourage a check of the pump to include making sure the start button is pushed as well as IV not "running away" just after starting any IV or leaving the room/area.